Manufacturer narrative:
The balloon appears to have ruptured in the central area. There is no latex missing and both distal and proximal windings are in good condition.

Event description:
Balloon ruptured during use. The catheter was used for brain surgery.